Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: review of the black box data for the date of the alleged issue revealed an "exceeds max total daily dose" warning. Maximum total daily dose warnings are not recorded in the alarm history on occurrence. No product defect found on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump gave an alarm about 22u but there was nothing reflected in the alarm history. There was no indication that the device caused or contributed to an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.